Event description:
It was reported that the pt was revised and the tibial insert was replaced. It has been reported that the insert showed signs of pitting and scratches on the articulating surface.

Manufacturer narrative:
No add'l info has been provided and the device is not currently available for evaluation.